Event description:
It was reported that during a procedure to treat a total occlusion of the circumflex vessel with moderate calcification. A non-abbott guide wire was advanced successfully, and pre-dilatation was performed with both a 1.20 x 6 mm mini trek balloon and a 1.20 x 12 mm mini trek. Resistance was noted with the guide wire, and the devices needed to be removed as a single unit. It was noted that the balloon is normally pressurized at 12 atmospheres (atm), 16 atm, and sometimes 20 atm. A 1.5 x 6 mm mini trek was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilation catheter: 1.20 x 12 mm mini trek. Guide wire: runthrough floppy. Guide cath: 6f, jl 3.5. Sheath: 7fr, 12cm. The additional 1.20 x 12 mm mini trek is being filed under separate a medwatch report. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. It was reported the mini trek was inflated to 20 atmosphere during the procedure which may have contributed to the reported difficulties as over inflation can affect the guide wire inner lumen of the catheter; however, device was not returned for analysis, this could not be confirmed. It should be noted the rx trek and mini trek rx coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over pressurization. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported and the product was not returned for analysis.